Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: it was reported that, this right ventricular (rv) lead was surgically abandoned due to high impedance and high pacing threshold. The lead/header connections were checked, and no abnormalities were observed. No additional adverse patient effects were reported.